Event description:
It was reported by the company representative that the ball on the tip of the device fractured from the unit during a medical procedure. The surgeon was performing a lefort osteotomy on a pediatric female. The sales rep was present in the case, and a back-up device was available. The surgery was completed successfully with no adverse consequences.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that the tip of the device broke off could be confirmed. The visual investigation confirmed that the tip of the device broke off and was not returned for investigation. The fracture surface showed an intercrystalline brittle fracture due stress crack corrosion and pitting corrosion most likely caused by an insufficient cleaning\drying and\ or maintenance procedure. Based on the investigation the root cause for the event can be tied to a user related issue. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported by the company representative that the ball on the tip of the device fractured from the unit during a medical procedure. The surgeon was performing a lefort osteotomy on a pediatric female. The sales rep was present in the case, and a back-up device was available. The surgery was completed successfully with no adverse consequences.